Manufacturer narrative:
(B)(4). Date sent 7/1/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophagectomy. The patient experienced a post-op leak following an open esophagectomy 2 days after. They were able to re-operate on the patient to stop the leakage with no further issues.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. Additional information received: dr. Experienced leak issue with an esophageal case while using the echelon powered circular. The surgeon has been using the powered stapler since 2021 but has been unhappy with it. This was the first time there was a clinical issue. Surgeon finds the device difficult to use, almost always uses the 29, turns 4-5 times. When fishtailing out, it doesn¿t release from tissue as easily as the manual device. Per the surgeon, it sticks. When the sales rep is in the room, they always remind the surgeon to re-tighten prior to firing. Surgeon does tighten, but not always. Per the surgeon, the powered circular is harder to release from tissue. As a result, the surgeon has went back to using manual stapler (black) in thoracic cases.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Answer: ¿ yes, I did a leak test. ¿ I did this by inflating the gastric conduit with air underwater. ¿ the staple line was visualized directly before I closed off the gastric conduit, so I could see that all staples had fired appropriately. ¿ leak was identified on postop day five clinically as the patient deteriorated and the quality of the chest drainage changed. ¿ site of leak was identified at endoscopy done for urgent deterioration of the patient. The leak was addressed initially with a stent and then subsequent endovac therapy over the past three weeks. ¿ there were no issues with the device at the time of surgery. ¿ I do believe that the leak was related to one or two staples that had pulled out in the post operative. As I could see a small pinhole defect in the anastomosis with a viable gastric conduit. ¿ the indications for surgery were part of the tri modality approach for esophageal cancer. ¿ the procedure was done through an ivor lewis approach. ¿ the patient did receive preoperative chemotherapy and radiation therapy. ¿ there were no issues identified intraoperatively. ¿ I have used ils staplers by your company for the last 10 to 15 years. I have not been happy with the powered stapler as you know. I have had multiple firing with the powered stapler, so I am familiar with it. ¿ indicator was placed halfway between the blue and the green when it was fired initially. ¿ yes we waited 15 seconds after closing the device to allow tightening of the anastomosis. ¿ there were no issues with the device during the firing. Confirmation of firing of the device was by the sound and firing sequence. The green checkmark I am not clear was visible at the end of the firing as I generally do not check again at the end of the firing. ¿ I usually go counterclockwise 5 to 6 times before removing the device. There was no more difficulty removing the device than normal for a power stapler although I find the powered stapler does not release as well as the manual stapler. ¿ there was a complete transection of the white breakaway washer. This was visually confirmed. Both donuts were inspected for completeness as I always do. I did not appreciate any issues with the staple formation.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. Additional information received: this patient developed a leak, and it looked the 2 staples came out of the anastomosis. Patient received a stent and now the defect is healing. Patient had some radiation prior to surgery. Double purse string technique used. No twisting of any organs.